Event description:
Pump declared a cartridge change error. There was no adverse impact to the customer's blood glucose level. Customer declined additional troubleshooting, and no further action was required.